Event description:
In 2007, at 12:50 am, a rn from the unit paged the therapist taking care of patient in bed #3. She stated that the ventilator had stopped working. We immediately went to the unit and noticed the rn bagging the patient. The ventilator was alarming, "system error! Device alert" gui post failed. The pt was placed on another ventilator. Also, there was no harm to the pt. The oxygen saturation never dropped, the pt remained stable. The defective ventilator was tagged and sent to bio-med.